Event description:
Additional information was received. A revision procedure was performed. This lead was replaced.

Event description:
Boston scientific received information that during a follow up noise was revealed on the pace/sense channel of this right ventricular lead. An x-ray was performed which showed a kink in the lead, a fracture was suspected in the area of the subclavian. A lead replacement has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Should additional information become available this investigation will be updated.